Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "watchdog test failed" error code (100b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a "watchdog test failed" error code (100b). During troubleshooting with the customer, the rse recommended replacing the central processing unit (cpu) board. The customer was provided with the part number for replacement. This investigation is ongoing.

Manufacturer narrative:
The customer followed up with the philips remote service engineer (rse), and reported that after replacing the central processing unit (cpu), the issue was resolved. The customer requested the option codes, and it was reported that the operating hours and serial number were successuflly updated. The rse then informed the customer about the testing required by the service manual. The customer then contacted the rse again and reported that the cpu replacement did not resolve the issue. The rse advised the customer to replace the motor control (mc) board, and then the flow sensor assembly. The customer requested onsite service. This investigation is still ongoing.

Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported the customer's issue was confirmed, and that the device was displaying the watchdog failure (100b) error code. The fse noted that the motor control (mc) board was replaced, and the issue was resolved. The system software was reinstalled to version 3.0, including all previous configuration options; and a full performance verification test (pvt) was conducted. All tests and calibrations were within tolerance and passed successfully. The device has been returned to full clinical service and is ready for patient use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.